Manufacturer narrative:
The device history record review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the device could not be interrogated. During in-clinic follow-up, rf telemetry was restored. The patient was stable and will continue to be monitored. There were no adverse consequences.